Event description:
It was reported that the ventricular lead had high chronic ventricular threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation had a cosmetic cut and cosmetic environmental stress cracking. The outer insulation was breached cut. There was blood in/on the helix mechanism and there was apparent explant damage. The full lead was returned and analyzed.